Event description:
The customer contact reported a delay in critical therapy following an alarm condition. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of phenylephrine, at a rate of 180 mcg/min, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the customer contact reported the nurse went into the pt's room in response to an unspecified alarm. At that time, the nurse reported the display was "orange" and the delivery had stopped. It was reported the tubing set could not be released from the device. The device was removed from clinical use. The customer contact indicated that approximately 4 to 5 minutes later, the therapy was resumed using a replacement device, a new container and tubing set. Although there was potential for serious injury, the customer contact reported the pt's status was unchanged. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
Testing and investigation found the device alarmed s321 (motor error, - pmc, left). This was found due to the motor assembly. The device history was downloaded at the manufacturer facility. A review of the history indicates on (B)(6) 2010 at 1602, the device was programmed for basic program, channel a, norepinephrine 16mg/250ml, at the rate 15mcg/min, with a calculated vtbi (volume to be infused) of 242.72ml. At 1624, the delivery was started. At 1701, a s321 (motor error-pmc, left) alarm occurred, and was silenced 8 times. The eject key was pressed 8 times. At 1702, battery alarm occurred and the device was powered off. The device was identified as part of a (B)(6) customer notification dated (B)(4) 2010. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).